Manufacturer narrative:
A chr of lot #reqj0551 showed one other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
The stylet wire broke inside the tip of the catheter. After the line was placed, the nurse felt resistance on the wire and then felt a slight snap. When the wire was removed, it came out, but the tip remained in the catheter. The catheter was then removed and a new one was placed without incident.